Manufacturer narrative:
The investigation has been completed. Imc logs from the complaint date revealed that the console issued purge disc not detected alarm (event set #402) several times. The purge disc detection issue was not able to be reproduced during testing. After inspecting the console there were signs of residue found around the purge sensor assembly. The root cause of the purge disc detection issues could not be conclusively determined due to the inability to be reproduced. The console operated as intended while testing on an engineering lab bench.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that an aic failed to recognize an installed purge disc during an aic to aic transfer. After multiple failed attempts, the patient was switched back to the original aic.